Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted as of this time. A call was received by technical services on (B)(6) 2017 stating that this lead had low intrinsic amplitude measurement but no undersensing was observed. It was also reported that graphs show pattern of high and low p-wave measurements. The physician was dr. (B)(6) at (B)(6) center in bronx, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).